Event description:
The customer reported that after processing 20 plates on the ortho summit processor plate reports showed that some of the wells in row h had optical density readings that were identified as being "low". No error was generated by the osp. No death or serious injury was associated with this incident.